Manufacturer narrative:
Revascularization of the target vessel was performed by placing a stent. Drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon; paclitaxel drug, 4.7 mg; therapy date: (B)(6) 2015; adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #:14m1661202; expiration date: 06/22/2015; UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. (B)(4). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent the index procedure of a 100 mm, 90% stenotic denovo lesion in the left mid-sfa. The lesion was predilated using a 5 x 80 balloon inflated to 12 atm, with a residual stenosis of 30%. Then, a 6 x 120 mm stellarex balloon was inflated to 10 atm for 3 minutes, resulting in a final residual stenosis of 10%. There were no complications and the patient was discharged to go home as planned on (B)(6) 2015. On (B)(6) 2017, the patient complained of aggravation of claudication and pta of the right popliteal and afs (access flap surgery) was performed without complication. The patient was discharged the following day. Stenosis of the left internal iliac was noted at that time. On (B)(6) 2017, a stent was placed in the left pop and internal iliac to treat an 80% restenotic lesion. Final residual stenosis was 0%. There were no complications and the patient was discharged the following day.